Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4). Reset at start-up. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation, there was a segmentation fault while performing the flash memory test. The cause of the problem was isolated to flash memory components u102 and u105 on the computer analog (ca) board sn (B)(4).. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.